Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the syringe needle had been inserted into the cartridge, the needle was blocked and the air from the cartridge could not be removed. Anther syringe needle was used and the cartridge was loaded. Insulin delivery was resumed. Blood glucose was 165 mg/dl.